Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cadd cleo infusion set failed to prime, with no insulin flowing through the tubing and leakage observed at the luer lock connection. There were patient involvement and no patient harm.